Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that she was having issues adding an after meal tag on her onetouch verio iq meter . The complaint was classified based on the customer service representative (csr) documentation and additional information obtained by csr during a follow-up call with the patient. The patient reported that the alleged meter issue began on (B)(6) 2016 at 2:51 pm. The patient stated that she manages her diabetes with diet. She reported that she tests her blood glucose 1-2 times per day and her usual/expected results are "145-154 mg/dl". Prior to the meter issue she could not remember the date/time of her last blood glucose result or the actual reading, but alleges it was higher than expected. In the follow-up call with the patient, she reported that the meter issue did not prevent her from obtaining blood glucose results. It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged issue. The patient reported that 5-10 minutes prior to when the alleged issue started she developed symptom of "blurred vision", which she associated with eating cake. The patient denied receiving any treatment in response to the symptom. The csr was unable to perform troubleshooting as the patients meter needed charged. The csr noted that the patients control solution had expired. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this injury. The patient had become symptomatic prior to when the alleged issue began. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.